Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The device has been returned for evaluation. The purge assembly was inspected, with no issues occurring with purge door functionality. Purge door was opened and closed multiple times with and without a purge cassette and disc installed. It was observed that the door detection mechanism was properly sensing whether the door was opened or closed. No issue with the purge assembly door functionality was found or reproduced. While inspecting the purge assembly area, it was observed that the purge disc flag was broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While preparing for a procedure, the aic was unable to recognize purge disc, and the purge door was not fully closing. It was reported that another device was used and the procedure was successful. No reported harm or injury to the patient.